Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient received inappropriate shocks due to episodes of atrial fibrillation (af). The decision was made to reprogram this implantable cardioverter defibrillator (ICD). A save to disk was sent to boston scientific technical services (bsc ts) for review, and it was discussed that although the therapies may be clinically inappropriate, the device functioned as designed and as programmed. There were no adverse patient effects reported.